Event description:
The pump was returned for investigation. Evaluation revealed there was contamination on the force sensor and the force sensor calibration reading was low. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a large prime volume was verified in the prime history. The force sensor calibration reading was low. The force sensor was contaminated with a green substance. The battery compartment was cracked at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).